Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen lens was cracked. This issue was noticed a couple of days ago. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1, date of submission 09/26/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: investigation revealed that the display lens had surface cracks around the edge of lens. Unrelated to the initial complaint, the up/down/ok/contrast keypad buttons were intermittently unresponsive. The symbols on the keypad were observed to be worn off and unable to be read. There was no visible damage on the keypad observed. The keypad cover was removed to check condition of the button contacts. Contamination was observed under the contacts of all buttons. The battery compartment was observed to be cracked below the finger pad, extending down to the primary seal. There was no evidence of moisture damage in the battery compartment observed.